Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 a representative from an eye care provider¿s (ecp) office called to report a patient (pt) had an allergic reaction while wearing the acuvue oasys brand contact lenses (cls). The pt presented on (B)(6) 2018 and advised after visiting a walk-in clinic, the pt was referred to ecp. The pt reported redness that started in the od, then went to the os (date is unknown). The record did not note the pt diagnosis at the walk-in clinic, but the clinic prescribed neomycin ointment. The representative advised the ecp diagnosed the pt with mucopurulent conjunctivitis, possible eye infection and the pt was given hygiene instructions to prevent spreading to others. The pt was prescribed neopolydex qid for 7 days and no cls wear. The representative reported that the ecp advised it was unknown if the event was bacterial or viral but treated the signs and symptoms of ¿red and sticky eyes¿. The pt returned for a on (B)(6) 2018 and the event had resolved with no signs of infection and the eye drops were discontinued. The pt was given a pair of acuvue oasys brand contact lenses. No additional medical information has been received. The event date is unknown. This event is for the pts od event. The event for the pts os will be provided in a separate report. The od suspect contact lens was discarded. No evaluation can be performed. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00r038 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.